Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Device received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and stuck button alarm. It was reported that the insulin pump not able to get to screen to screen due to stuck button alarm during regular basal. The customer stated that the insulin pump had button error alarm and stays on that. The time clock had advanced. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.